Event description:
It was reported that the device's capacitor needs replacement. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a defibrillator capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.